Event description:
The customer reported that the heartstart mrx nibp module will not start and that there is a brunt smell. The issue was later determined to be that the device would not power up.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.